Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on one lead. Additionally, the patient experienced pain at the ipg site after weight loss. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead had the high impedances.

Manufacturer narrative:
Date of event estimated. The reported ¿high impedance¿ and ¿ipg site pain¿ was not confirmed. Analysis of returned ipg found that it had no physical anomalies, it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation (no anomalous outputs), and it communicated with all lab utilities.

Event description:
Additional information stating surgical intervention took place where the s1 lean and ipg were completely explanted to address the issue.

Manufacturer narrative:
Date of event estimated.